Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated they require endodontic treatment in #6, 36 molar extractions due to aligners.